Event description:
Plaintiff reports that initial bilateral implantation was 4/28/79. Plaintiff alleges "...injuries as a result of...implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."